Event description:
Covidien received a report of an n-560 with an audio failure, with customer reporting that the sound from the speaker was too small to hear. There was no pt involvement.

Manufacturer narrative:
Covidien investigation found there was no audio alarm. The failure was isolated to the main pcb. The main pcb to be returned to the manufacturer for evaluation.